Event description:
This case occurred in the united states. On an unknown date in 2022, a patient was injected with an unknown rha product to both top and bottom lip. On the same day, immediately after the injection, the patient experienced a vascular occlusion on the right lower lip. The corrective treatment as well as the outcome of the event were unknown at the time of this report. Further attempts will be made to try and obtain additional information.

Event description:
This case occurred in the united states. On an unknown date in 2022, a patient was injected with an unknown rha product to both top and bottom lip. On the same day, immediately after the injection, the patient experienced a vascular occlusion on the right lower lip. The corrective treatment as well as the outcome of the event were unknown at the time of this report. Further attempts will be made to try and obtain additional information. Final : despite several attempts, the product injected could not be confirmed and the outcome as well as corrective treatments remained unknown.